Event description:
It was reported the pt is no longer receiving adequate coverage. It was also reported stimulation auto reduces when the pt attempts to increase the amplitude. An impedance check was performed on different occasions and revealed low impedance. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.